Event description:
Alleged when the knee function switch is pressed, the head section will come up with the knee.

Manufacturer narrative:
The facility unplugged the auto contour and isolated the lockout box but nothing happened. When the facility reconnected the auto contour, the bed functioned normally.